Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
It was reported that the patient currently has an (B)(6) implant. The doctor was unable to get the crown to seat. They believe that there may be cross threading or damaged internal implant threads.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The product was not returned, and the reported events were non-verifiable. Based on the evaluation, the devices malfunction could not be verified. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported product that did or could cause or contribute to the reported events. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specification and likely conforming when they left zimmer biomet. DHR review and complaint history review by lot number could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The complaint is related to the functional performance of the product.a definitive root cause could not be identified. No immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. H3 other text : no item or lot number available.